Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two day after initial implant, this right ventricular (rv) lead exhibited high pacing threshold, undersensing, loss of capture (loc), and noise. Lead conductor fracture was suspected. A surgical intervention was performed to reposition the lead. However, the measurements did not improved. The physician elected to replaced the rv lead. No additional adverse patient effects were reported. Additional information was received that this patient passed away shortly after the new rv lead was implanted. The explanted lead was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two day after initial implant, this right ventricular (rv) lead exhibited high pacing threshold, undersensing, loss of capture (loc), and noise. Lead conductor fracture was suspected. A surgical intervention was performed to reposition the lead. However, the measurements did not improved. The physician elected to replaced the rv lead. No adverse patient effects were reported.